Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's rash is reportedly improved. The recipient continues to take cetirizine. The recipient continues to use the device and will be managed by the facility. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's rash is reportedly starting to improve. The recipient was given medication for another month. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing a rash following implantation surgery. The recipient was prescribed medication (type unknown), topical ointment (type unknown), prednisone and cetirizine with improvement noted. The rash is not believed to be device related. The recipient is healing.